Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, contained a shaft that was¿contrary to expectation¿too short. According to the catalog and technical data sheet, a 21 cm long split shaft should have been included. The customer states that, in the past, they had consistently received the short version of the rbc008. Because a 21 cm shaft was suddenly included, the senior physician inadvertently injured the patient's kidney (though likely without lasting consequences). Furthermore, the customer is confused by the charrière size "9" printed on the luer hub, as it ought to be an 8 ch.